Manufacturer narrative:
Patient city: kista. Patient country: sweden. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that, the patient was hospitalized due to high blood glucose level of 30 mmol on (B)(6) 2024. The patient was admitted to hospital. Received treatment with intravenous drip. Sickness and tiredness were symptoms observed during hospitalization. The patient was released on (B)(6) 2024 after 2 days of hospitalization. No further information available.